Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc). It was noted that the patient was a paraplegic and uses a swing bed to life himself with a chain. Technical services (ts) reviewed the presenting electrogram (egm) and discussed possible ra loc and noted that p-waves were marking out, which, was indicative of loc with a sinus rhythm. Ts also noted some decrease in p-wave signal amplitude measurements, however, nothing drastic and pacing impedance measurements were stable. The clinic planned to increase ra outputs and discuss further how to manage. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.